Manufacturer narrative:
Original MDR was filed on 19-nov-2018. Additional information (29-nov-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated human chorionic gonadotropin (hcg) result. On 31-oct-2018, a field service engineer (fse) was on site and verified hcg calibration and controls. Results were good. Instrument decontamination and window cleaning were performed at the appropriate time. The sample probe was replaced and aligned. A new bottle of sample probe cleaner was placed on the instrument. There is no indication of how the sample was prepared. The cause of the discordant elevated hcg result is unknown. There were no reports of discrepant results for other patients. No nonconformance with the instrument or reagent was identified. No further evaluation is required. Updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated human chorionic gonadotropin (hcg) patient result on the dimension rxl system. A siemens field service engineer was dispatched to the account and verified hcg calibrations and controls with acceptable results. Siemens is investigating the event.

Event description:
A discordant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension rxl instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same instrument and lower results were obtained. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.